Event description:
During evaluation of a returned spectrum pump, an intermittent error occurred when the door was closed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had intermittent errors when the door was closed. A review of the event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The reported condition was verified as "does not recognize closed door". The cause was identified to be link out of adjustment. The link and link switch will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.